Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part has not been returned to the manufacturer. No parts returned for evaluation.

Event description:
A medtronic representative reported that while in a procedure the screw threads on the clamp was worn. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. No additional information was provided.